Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the device disconnects and leaks after the IV dye has been injected. The customer has found this happens when the product is connected to 22 gauge ivs, and even more frequently with 20 gauge IV's. There was no patient harm.